Manufacturer narrative:
Unit received with intermittent button response due to corroded keypad traces. Unit received with severely scratched lcd window, cracked reservoir tube lip, cracked belt clip slot, cracked battery tube threads, and scratched around casing.

Event description:
It was reported that customer experienced low battery, keypad anomaly and no delivery during bolus due to kinked tubing. Customer's blood glucose was 67 mg/dl. After troubleshooting, customer was advised that insulin pump would need to be replaced. No further information provided.

Manufacturer narrative:
Insulin pump received with minor scratches on display window, cracked case on display window corner, cracked battery tube threads and cracked case on reservoir tube window corner.